Manufacturer narrative:
This report is submitted on jul 9, 2019.

Event description:
Per the surgeon, the patient had a loss of osseointegration of the implant for an unknown reason. It is unknown if there are plans to re-implant another device.